Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, the patient was seen for an orthodontic consult, they were referred due to concern by their general dentist. The patient presented with a skeletal class ii right side malocclusion, generalized mild horizontal bone loss, and gum recession/exposed roots throughout their mouth. They also have severe gum recession on their molars. Patient reported that they had gum graft done over their lower anterior teeth prior to starting the aligner treatment. The patient has moderate mobility of their lower anterior teeth, as they are currently positioned too far forward out of the jawbone. Orthodontist advises to stop aligner use and to start use of retainers to stabilize the patient's teeth.